Event description:
On (B)(6) 2008, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed distal disease progression and a distal type I endoleak from the previously implanted contralateral leg component. No aneurysm growth was noted. On (B)(6) 2012, a snorkel technique was performed into the internal and external hypogastric artery in order to extend the contralateral leg component distally to treat the endoleak and disease progression. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: morbidly obese pts.